Event description:
The report indicated that the customer experienced high bg's (280-434mg/dl) in conjunction with an alarm while wearing a pod. Both the cannula and pod were noted as being "clean". The pod was deactivated and replaced - a manual injection of insulin was also administered. The suspect pod will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.